Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge intermittently decreased faster than expected based on insulin usage and displayed an inaccurate fill estimate. Reportedly, when the pump displayed that the cartridge was empty, the customer withdrew approximately 50-100 units of insulin from the cartridge. At the time of the reported event, blood glucose level was 231 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.